Manufacturer narrative:
The customer¿s report of the device failing to alarm for patient side occlusion was not confirmed. Review of the pcu event log shows that at 9:47 am on (B)(6) 2017 the device was programmed to infuse a basic infusion at a rate of 75ml/hr with a vtbi of 900ml. At 5:50 pm, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 603ml. There were no alarms prior to the user channeling the device off. The device was tested for patient side occlusion detection and passed within specifications. The root cause of the infiltration was not identified. The device is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Event description:
The customer reported that during an infusion of 1000 ml d5 ½ normal saline at 75 ml/hr, the pump module did not alarm for occlusion. The IV infiltrated and the patient¿s arm became swollen requiring a surgical fasciotomy. No other patient or event details were provided; devices were sequestered and the set was not saved.